Event description:
It was reported, the light source exhibited b30 communication error message. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d9, h3, h4, h6, and h11. A field service engineer, fse, visited the customer and confirmed the reported event. In addition, it was found that the image disappeared, and the monitor displayed a snowy image. The fse determined that it was likely the scope was damaged internally via fluid invasion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.